Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternate pump for insulin therapy. Customer reported a high blood glucose (bg) of 325 mg/dl. Reportedly, the cartridge was changed to address the issue and a correction bolus was delivered to address elevated bg. Customer declined troubleshooting with tandem technical support.